Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the cartridge was leaking causing no insulin to be delivered. The customer's blood glucose elevated to an unknown value. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Additionally, it was reported that the pump indicated a data log corruption. The customer continued to use the pump for insulin therapy.